Event description:
It was reported that there was an issue with the touchscreen responsiveness of the pump, as the screen was frozen and unresponsive to inputs. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual injections for insulin therapy.